Event description:
It was reported that a patient underwent a breast surgery on (B)(6) 2021 and suture was used. The absorbable suture was used for minimally invasive resection of both breast quadrants. After the completion of tumor resection, this suture was used to suture the wound. The problem of pulling off suture needle happened during the surgery. Changed to another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.